Manufacturer narrative:
No sample or images are available for evaluation. Without such evidence to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
The physician reported the needle cut is different and the thickness of the fragment is larger. Reported four occurrences that showed greater intensity of atypical bleeding after the needle procedure. One case required placement of a rectal plug and required hospitalization, colonoscopy for clamping the vessel and the patient needed replacement of blood products.